Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the lower lexan channels were not mechanically or hygienically within specifications. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the lexan channels were replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.